Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted and reported to be as high as 400 mg/dl. Manual insulin injections were used to address the high bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check with the customer to determine a possible cause of the occlusion. The customer indicated that the cartridge and infusion tubing are used for 5-7 days at a time.